Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due, the battery gauge fluctuating. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained and could not confirm the allegation.